Event description:
The hospital representative reported an infusion pump with a failure code 810:04. Information was not provided regarding whether or not the failure code occurred during an infusion. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event. Baxter requested additional contact information, but no additional contact was identified.